Event description:
It was reported that a patient underwent a thermal ablation procedure on (B)(6) 2011. Three minutes into the treatment cycle, a gradual loss of pressure was noticed and then a sudden loss of pressure occurred. The procedure was aborted immediately and all fluid was withdrawn. A hysteroscopy confirmed that the uterus was ruptured. An abdominal hysterectomy was performed. The patient&apos;s hospital stay was longer due to the hysterectomy. The physician opines that the perforation resulted from an inherent weakness of the myometrium at the fundus.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.